Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer called to report screen damage on their insulin pump. The blood glucose reading was 87 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.